Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during evaluation of the device. Review of the device activity log showed "defib not charged", 'press charger", and then "select 30j for test"; therefore, it is unable to shock while performing a 30j self test. The correct sequence that should have been followed would be for the user to turn the mode selector to defib; press the energy select button to set the energy to 30 joules; then to press the charge button; wait for the ready tone and press the shock button. The customer did not put the energy to 30 joules and did not press the charge button. Based on the finding from the log review, the reported issue was caused by the end user did not follow the recommended steps as mentioned in the r series operator's guide. The device passed functional stress testing, 30j self-testing, using known good multifunctional cable and paddles successfully. Analysis of reports of this type has not identified an increase in trend.